Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not irrigating the incision site with antibiotic solution, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the patient is immunocompromised as they have rheumatoid arthritis. A representative conducted a review of sterilization and packaging records for the respective product lot; it has been confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as they are immunocompromised and have rheumatoid arthritis (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a warm feeling and pain around the leads. An explant procedure was performed on (B)(6), 2023. The patient had been receiving appropriate pain relief prior to explant. The patient no longer exhibits signs or symptoms of infection and they are taking opioids to treat the pain.